Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 216 mg/dl. Reportedly, the customer continued to use pump for insulin therapy.